Event description:
It was reported to boston scientific corporation in 2008 that a radial jaw 3 single - use biopsy forceps was used during a procedure performed the day before. According to the complainant, the physician had difficulty "opening the jaws" of the device. Despite the difficulty, the physician was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Other (difficulty actuating device). These codes were selected by the manufacturer based on information obtained from the user facility. According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.